Event description:
No difficulty inserting or removing wire. When wire was removed noticed wire had broken off. Four centimeters into atrium. All was removed.

Manufacturer narrative:
The complaint of a break in the 3cg stylet was confirmed but the cause is unk. The stylet was returned in two segments with a complete break in the magnetic region. The proximal segment contained two kinks in the core wire, 10.5¿ and 16.0¿ distal of the yellow tab. A small ridge was felt on the core wire 22.0¿ from the yellow pull tab. Microscopic examination revealed a clear material bunched up along the wire. The material appeared to be layers of the hydrophilic coating. The detached distal segment contained approximately fifteen and a half magnets. This segment contained a kink 0.7¿ from the distal end. Intramagnetic breaks were seen at the break site and where the stylet was kinked. The break edges on the polyimide tubing were jagged and irregular. The fracture surface was granular. The core wire had broken distal of the polymide tubing, so 1.6¿ of the core wire protruded past the break in the polymide tubing, so 1.6¿ of the core wire protruded past the break in the polyimide tubing. The length of the core wire indicates that the core wire broke either at or very near the distal end of the stylet. The exact mechanism which caused the break in the stylet is unk at this time. This type of failure can occur due to a difficult placement or if the stylet is advanced too far in the catheter. The IFU states ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury.¿ a lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.